Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to explant the ipg and replace it with a competitor device.